Event description:
Csd 006 cannulated screwdriver, t6 lot 2014000720 part of gwk 100 guide wire kit broke during insertion of a cannulated screw. The case was unable to be finished due to lack of a new screwdriver, the cannulated screw is now sitting 1 mm above the bone. Due to the angle of insertion, the k-wire was bent. When trying to remove the k-wire, the k-wire became stuck and broke at the end. The k-wire was unable to be removed and remains within the patient.